Event description:
It was reported that this brady lead was explanted due to unknown cause. No new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to unknown cause. No new device was implanted. No additional adverse patient effects were reported. Additional information indicates that the brady lead was extracted because of therapy upgrade and that there was no malfunction with the lead itself. No additional adverse patient effects were reported.